Event description:
On (B)(6) 2013, a 21mm trifecta valve was implanted in the aortic annulus. On (B)(6) 2018, the patient reported shortness of breath and echocardiogram revealed prosthetic valve stenosis. The patient remained hospitalized until surgery on (B)(6) 2018. At explant, the 21mm trifecta valve was replaced with a 21mm magna ease valve, however the patient did not survive the procedure. Additional information has been requested.

Manufacturer narrative:
Additional information added to event description. An event of valve stenosis with a transvalvular gradient resulting in patient death was reported. Gross morphological and histopathological examination revealed tears in leaflets 2 and 3. Both tear sites were microscopically examined. Calcifications were observed on all three leaflets consistent with the reported valve stenosis. Circumferential fibrous pannus ingrowth on the inflow surface was observed on all three leaflets and fibrous pannus ingrowth on leaflet 3 was observed on the outflow surface. No acute inflammation was found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, information from the field indicated that the patient death was consistent with pulmonary edema.

Event description:
On (B)(6) 2013, a 21mm trifecta valve was implanted in an (B)(6) male suffering with aortic valve stenosis due to calcific aortic valve disease. On (B)(6) 2018, the patient reported shortness of breath and an echo revealed stenosis of the 5-year-old valve with a transvalvular gradient at 40mm hg. The patient had a history of obstructive and restrictive lung disease. The patient remained hospitalized and was scheduled for surgery. On (B)(6) 2018, the 21mm trifecta valve was replaced with a 21mm magna ease valve. Additionally, the surgeon widened the aortic ring and ascending aorta at the level of the coronary sinus using a dacron patch and repaired the roof of the left atrium using a pericardial patch and bioglue. Following initial closure of the sternum, the heart compressed the lungs and there was a need to cut the sternal wires and reopen the sternum. Three attempts to close the chest were unsuccessful and resulted in fibrillation with inability to remain in regular rhythm despite defibrillation. Attempts to off load the left side of the heart restored hemodynamics however the chest was still unable to be closed due to the lungs. After 45 minutes of cardiac massage, given the patient¿s advanced age the surgeon made the decision to stop active resuscitation and the patient was pronounced deceased within 15 minutes. The patient passed away due to pulmonary edema and underlying lung disease.